Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the hand piece appears low speed while depress throttle. Event occurred after surgery at service center. No patient involvement. There was no harm or delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number: (B)(4). This report is being filed to relay additional information. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet taiwan has not previously repaired/evaluated air dermatome serial number: (B)(6) as documented in the repair reports in livelink. Device evaluations results/investigation findings: product review of the air dermatome by zimmer biomet taiwan on july 22, 2019 revealed that the calibration was out of specifications at all settings. The motor speed was below specifications and the control bar was in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet taiwan on august 14, 2019 which included replacement of the motor, motor sleeve, bearings, spring seal, needle bearing, o-rings, reciprocating arm, and width plate screws. Air dermatome, serial number: (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the motor to malfunction. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information is available.